Event description:
I had lasik from a dr about 6 years ago. It ruined my vision, and gave me permanent eye pain and dryness. I now see severe halos, ghosts, multiple images, streaks, starbursts, and my vision fluctuates terribly. My contrast sensitivity and depth perception are ruined. It affects my work, my hobbies, every aspect of my life is pain and difficulty. I wake up in the middle of the night from the painful dry eye. I never knew depression until lasik. It's hard for me to believe this horrific lasik procedure is FDA approved. These problems are permanent and can't be fixed. I've been to many doctors and none of them can do anything. Dr lied to me about the quality of vision, dryness, side effects, risks, and remedies if something went wrong. He told me that night vision problems were due to older technology and they had been fixed. He told me lasik can't cause permanent dryness. He told me this would be better vision for tennis. He reported that I was "off to a great start" to a referring doctor at a time when I was already experiencing these terrible and permanent problems. I was retreated with ladarvision several months later. The ladarvision didn't fix anything.